Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure that they were unable to release the padlock clip from the housing unit of the padlock device. No report of injury or procedure delay.

Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to obtain additional information regarding the reported event; however, the user facility has not responded. The padlock clip instructions for use states, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip® to get hung up on deployment, especially in retroflexion. Inspect and familiarize yourself with the device and read all the instructions for use. Inspect the entire padlock clip® defect closure system for kinks in the linking cable or other damage to the delivery housing, control handle body, and the thumb actuator (cracks, breaks, protruding or missing parts). If damage is evident do not use this product and contact your local product specialist or customer service representative. Do not attempt to repair non-functional or damaged devices. Inspect the padlock clip® defect closure system delivery housing closely, and circumferentially, to make sure that none of the clip's points extend beyond the distal rim/edge. If any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure." The device history record was reviewed for the subject lot and confirmed this lot was manufactured according to specification; no abnormalities were noted. No additional issues have been reported.